Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No lot release or sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Inspect the infusion site daily at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider.

Event description:
On (B)(6) 2018, patient went to the emergency room (ER) to be treated for an infection on her arm, at the site of the pod. Patient had worn the pod for over 48 hours. Patient noticed there was irritation and drainage at the pod site. At the hospital, she was diagnosed with cellulitis. She was able to apply and activate a new pod. The patient was prescribed cephalexin to treat the infection and was advised to use the antibiotic 4 times a day, for 7 days.